Event description:
During surgery, an endo gia reload was fired inside of pt for stapling purpose. Once fired, a yellow piece of plastic was seen, coming from the load. Yellow piece was removed from patient. A second load was used, and same thing happened. A yellow piece came from the load. Piece removed from cavity immediately. No harm.